Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has a broken battery connection. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during lab tests. Failure was localized to j1 pin 4 which was found to be bent and pin 1 which was permanently compressed